Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used in this study: carto mapping system. Other companies¿ device were used in this study: coolpath duo ablation catheter (st jude medical); sensei (hansen medical), artisan sheath (hansen medical), intellisense software (hansen medical), 8.5f sl1 sheath (st. Judemedical), navx/ensitetm velocity system (st. Jude medical), esophageal temperature probe (sensitherm; st. Jude medical). Manufacturer's ref. No: (B)(4). The product is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 200 patients with paroxysmal atrial fibrillation who underwent radiofrequency ablation. In 100 patients, rns (rn-group) was used for circumferential pulmonary vein isolation and compared to 100 manually ablated control patients (mn-group). Among them, 1 patient in the rn group, had a pericardial tamponade requiring surgical intervention. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿experience matters: long-term results of pulmonary vein isolation using a robotic navigation system for the treatment of paroxysmal atrial fibrillation¿. The purpose of this study was to evaluate long-term results of patients with paroxysmal atrial fibrillation after circumferential pulmonary vein isolation using robotic navigation system. In the rn-group, 79 patients were ablated with navistar/celsius thermocool (n = 79); 21 patients were ablated coolpath duo (st jude medical; n = 21). In the mn-group, all patients were ablated with the navistar thermocool ablation catheter (n = 100). Bwi takes conservative approach to document all complications under navistar thermocool ablation catheter, however catalog and lot number is unknown. Should more information be received in the future, product will be modified accordingly.